Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on implantation, a piece of the lens was found to be missing necessitating iol explantation. The rayone emv rao200e was explanted and exchanged for a back-up rayone emv rao200e iol (from the same batch) within the original surgery session. One day poost-operatively, the patient is reported to have presented with corneal edema. The device associated with this case has not been returned to rayner; however, photos of the lens have been received for review. The damage to the lens is consistent with the lens having got trapped; however, the mechanism by which this has occurred cannot be established from the evidence and information provided. The rayone preloaded iol injection system use fmea identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 073219082 showed thatlal manufacturing and quality checks wrre conducted with successfulresults. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received agianst the rayone emv rao200e batch 073219082.

Event description:
On (B)(6) 2024 rayner received notification from its distirbutor in the united arab emirates of an event that occcurred during use of a rayone emv rao200e. The event description provided states that following iol implantation, a piece of the iol was missing necessitating iol explantation.